Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside the device and passed the motor test. The pump passed the unexpected restart and self tests, and all operating current tests were normal. No unexpected low battery or off no power alarms noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error and got stuck on the fill tubing menu. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm and it was discovered that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.